Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer report number: 3006705815-2021-05125, 3006705815-2021-05126. It was reported that the patient scs system was explanted on an unknown date.